Event description:
Reporter alleged having a seizure and becoming unconscious 2 hours after obtaining a result on the blood glucose monitoring device and dosing 4 units of insulin. Reporter stated device read 200 mg/dl and insulin was taken and later went into a seizure. Reporter indicated someone called 911 and emergency medical technicians (emt's) meter tested 17 mg/dl where they tested the alleged device at the same time to obtain a result of 190 mg/dl. Reporter stated being treated with a gluco-gun and transported to the hospital where he was admitted, length of stay not provided. Reporter indicated no controls were used and no test strips are available for return that were used the day of the alleged report. A request was made for the return of the suspect device and replacement product was sent.